Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while trying to position the right atrial lead, it would not take the shape of the j-wire. Several attempts were made and the lead could not be placed successfully. The lead was removed and it was noted that there was a kink or bend in the lead, which was preventing the lead to be positioned correctly. The lead was replaced. The patient was in stable condition.